Event description:
The cutting edge is broken off the wire bending pliers. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and the article in question was manufactured in accordance with the specifications. The visual investigation has shown that one cutting edge is broken off. The instrument was analyzed for conformance to print specifications. No abnormal findings were identified this complaint was determined to be invalid. (B)(6).